Event description:
A healthcare professional reported through a practice development manager that a "patient presented with large, tense bullae (grade ii freeze burn) localized specifically to the overlap zone" on the lateral sub-buttock area with their curve 150 applicator for a coolsculpting elite post treatment. The patient had been treated on the sub-buttock, lateral sub-buttock, lower back, inner thigh, saddlebags and lower abdomen areas. Management included a 5-day course of oral antibiotics (prophylactic), topical silver sulfadiazine ointment, and professional dressing changes at the clinic. Later, healthcare professional reported "aspirate bullae fluid and keep the skin contact the wound base", "was initiated without waiting for the tissue to rewarm", "no error codes were displayed", "patient mentioned a relatively sharp stinging pain", "patient reported to the clinic that abnormal blisters had developed", "the worsening blister reaction had made it impossible for the patient to sit or lie down normally", "a long needle was used to drain the blister fluid to assist with cleaning and treating the site", and "there is redness, swelling, warmth, and pain.". The symptoms have slightly improved. Practice development manager reported "the treatment sites were the outer thighs(saddlebags) and the banana rolls".

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. Second-degree burns or complications of second-degree burns may result in hypopigmentation. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A healthcare professional reported through a practice development manager that a "patient presented with large, tense bullae (grade ii freeze burn) localized specifically to the overlap zone" on the lateral sub-buttock area with their curve 150 applicator for a coolsculpting elite post treatment. The patient had been treated on the sub-buttock, lateral sub-buttock, lower back, inner thigh, saddlebags and lower abdomen areas. Management included a 5-day course of oral antibiotics (prophylactic), topical silver sulfadiazine ointment, and professional dressing changes at the clinic. Later, healthcare professional reported "aspirate bullae fluid and keep the skin contact the wound base", "was initiated without waiting for the tissue to rewarm", "no error codes were displayed", "patient mentioned a relatively sharp stinging pain", "patient reported to the clinic that abnormal blisters had developed", "the worsening blister reaction had made it impossible for the patient to sit or lie down normally", "a long needle was used to drain the blister fluid to assist with cleaning and treating the site", and "there is redness, swelling, warmth, and pain.". The symptoms have slightly improved. Practice development manager reported "the treatment sites were the outer thighs(saddlebags) and the banana rolls".